Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the haptic was noted to be bent once the lens was in the eye. The lens was removed during the same procedure through an enlarged incision. A suture was necessary and the pt's hospitalization was prolonged one day. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken gusset and distal area (distal tip not returned). This haptic was also pinched/bent in the distal area. The optic was cracked and pressed into the well area of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 9/25/08.